Event description:
Called to epor 4 to assist with laser issue. Room was set up for a stapedectomy with the omniguide laser. Settings had been entered into the laser and the fiber was tested for airflow. No energy was emitted at the tip of the fiber when the pedal was activated. A new fiber was presented to the field with resolution of the issue. Upon inspection of the first fiber, it was noted to have a minute nick/hole. The st stated she noticed it at the time but did not recognize it as an issue. Fiber info - beampath oto-s fiber lot# la230309ao-p1. The damaged fiber is in the npor service lead office (B)(6) to be given to materials staff.